Event description:
The dr stated that pt had no angle kappa. His dry eye was controlled. It was stated that the pt and spouse were growing impatient and the window to remove the multifocal lens was closing as time marches on. The lens was explanted on (B)(6) 2011.

Manufacturer narrative:
The intraocular lens (iol) was received at abbott medical optics in (B)(4) and has been forwarded to the mfg facility and is pending eval. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.